Event description:
It was reported that air gas module of the ventilator replaced. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that an air gas module of a ventilator had been replaced. The defective air gas module has been returned to manufacturer for further investigation. Simulated use testing of the received air gas module has failed with system volume too large during pre-use check. No device log files has been received. Our investigation has concluded that the reported problem with a failure during pre-use check was due to a broken pressure transducer. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the broken pressure transducer has not been determined.